Event description:
According to the reporter, for the first firing of gastroenterostomy, the surgeon started the firing to duodenum ,however it stopped halfway. The device was replaced by a purple cartridge ,the firing was completed with no problem. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The clamp bar had broken out of the anvil and was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions:1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of gastroenterostomy, the surgeon started the firing to duodenum ,however it stopped halfway. The fired staples were b-formed. The product did not lock on tissue and was removed from the tissue without damaging it. The device was replaced by a purple cartridge ,the firing was completed with no problem. The procedure was completed with another device. There was no patient injury.